Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that she had high blood glucose of 431mg/dl and she just wants to get insulin and not eat food. She stated the pump was saying to put amount of carbohydrates but she ate already. She doesn't want to eat anymore. She just wants to cover it with insulin. The customer reported that she was experiencing red that off to her and was advised to do a manual injection. The customer declined to troubleshoot for high blood glucose. She treated her high blood glucose with bolus correction and it didn't bring down her sugar. The insulin pump will not be returned for analysis.